Manufacturer narrative:
H2/h3: a second system service was done. There was noise when the rotor was rotated and sometimes a 3d scan could not be taken. The door cap cover broke when the doctor moved and the fragments fell into the machine track. The door cap cover was replaced and this resolved the failure. Previously submitted codes 10, 120 and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field. The machine could not expose after pressing 3d intermittently. This was an occasional failure which did not reappear later on. The cover was also broken and fragments were in the machine track. Concomitant medical products: product ID: bi71000494, serial/lot #: none. Product ID: bi71000493, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that there was a noise when the rotor was rotated. Conflicting information was received stating that the system can take 3d scans sometimes and that it cannot take 3d scans sometimes. It was unclear which statement was correct. There was no patient present. Additional information was received. It was confirmed that when the doctor pushed the 3d button, the equipment sometimes could not expose. The noise was coming from the image acquisition station (ias). It was unknown if the noise and system not taking 3d scans were related. It was unknown what the cause of the noise and the system not taking scans was.